Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found a torn haptic. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +20.0 diopter, intraocular lens, tore during procedure. When injected the doctor noticed that the lens was torn, cause is unknown. There was patient contact but no injury. A backup lens, same model and diopter was implanted during procedure.